Manufacturer narrative:
Section b5 and f26 code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received and stating that there was no impact on patient and no surgical delay.

Manufacturer narrative:
H3,h6: a medtronic representative went to the site to test the equipment. Testing revealed that found fan blades inside the imaging system. Identified that gantry dual fan blades were damaged. Replaced the gantry dual fan blades. Completed few 3d spins without any noise. Performed system checkout. System is working as per manufacturer's specification. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000531: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that when trying to perform a scan, there was a loud noise from the gantry. Patient present. No further information available. Additional information stating that the noise was coming during the 3d spin.